Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, same day post implant, the patient experienced dizziness. It was also reported that the implantable pulse generator (ipg) and right ventricular (rv) lead exhibited t-wave oversensing (twos), inhibiting pacing. Diagnostic testing/troubleshooting was performed and both the ipg and rv lead sensitivity were reprogrammed, and remain in use. No further patient complications have been reported as a result of this event.